Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required additional surgery due to pain. The patient had abdominal pain from the device stiffness. The bag replacement caused hematuria and produced deposits inside the device lumen so the urine did not flow well. No other adverse patient effects were reported.